Event description:
Baxter medical director received notification of third party lawsuit regarding a pt event on a baxter hemodialysis machine. Documentation states hemodialysis was initiated at approx 0710. About 20 to 30 minutes later, a nurse on rounds dispensing medication, found pt unresponsive. Pt had no pulse, their intravenous (IV) line had become dislodged and pt was bleeding profusely from the IV site into the chair. CPR was initiated and 911 was called. Pt was transferred to hospital and expired 2 days later. No alarm was noted during the event. The info received by baxter healthcare does not indicate which hemodialysis machine this event occurred on.